Event description:
During the procedure, half-way through, dr. Noticed a blue cloth-like piece floating in the sterile bowl of heparinized saline. Verbalized with team and all in the room the risk for safety of the patient and the potential event that could be caused by the towel shedding. The bowl was then presented to leadership and then replaced with a new bowl and with new fluids. Case proceeded as normal and with no other issues from this standpoint.